Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. He stated that he removed the battery and then received a battery failure alarm multiple times and that the escape and down arrow buttons became unresponsive. He did not recall the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no battery alarms were noted. The insulin pump had intermittent escape button response due to a flattened dome switch. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, and minor scratches on the display window. No unexpected vibration anomalies were noted.